Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. The device history record review revealed nothing relevant to the event. If the device is returned and additional information is obtained, a follow-up report will be submitted. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
The sales rep reported that during a prp procedure, the rbc out compartment on the angel cprp processing set did not have a cap at the bottom causing all of the blood that was meant to be in the compartment to spill on the floor. The nurse inspected the disposable after the case was completed and stated that the cap was simply missing. The nurse also stated that this particular cap is not luer lock, it is the one that is never removed. The procedure took place in a private clinic. The prp was injected, but the patient was discounted for the inconvenience. The device will not be returned for evaluation. Patient; male. Additional information has been requested. Follow-up investigation: the procedure being performed was an angel prp for knee oa. This was not the first time use of the device. The spilled blood was noticed at the end of the case leading to the discovery that the cap was missing. The prp was still able to be obtained and the case was completed successfully without patient harm. The floor and machine were cleaned with alcohol swabs, and the rep stated that the facility's procedure for cleaning blood borne pathogens was followed. The staff that cleaned all wore gloves during the cleaning process. The images received have been uploaded into the inspection page.